Event description:
Information received by medtronic indicated that the customer was unable to update the pump from 770g to 780g. Troubleshooting was performed and found that there was pairing issue between the pump and the mobile application. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy s21 5g (os 13) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551347 document d00459457, version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. After further research by the pump team, we have determined that known steps for successful wireless software installation to 780g have been exhausted at this time the customer was faced with the ""step_5"" issue. The l2 team suggested below workaround steps from the troubleshooting guide that was provided by the pump team for the issue resolution: 1. Remove the battery from the pump. 2. Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds). 3. Turn the pump back on. 4. Restart the fota update process from step 1. However, at the moment of investigation, the customer was able to complete the upgrade using the suggested troubleshooting steps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.